Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femoral preparation of bone on lateral condyle did not match posterior chamfer cut. Cementless femur was removed and new femur was cemented on. Surgical delay 10 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, and pr 1549560). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Device not returned.

Event description:
Femoral preparation of bone on lateral condyle did not match posterior chamfer cut. Cementless femur was removed and new femur was cemented on. Surgical delay 10 minutes.